Event description:
A 76-yr-old pt in cardiac arrest, an endotracheal tube was inserted into the trachea. Paramedic attempted to inflate the cuff on the endotracheal tube; however, the cuff did not hold air. The pt had to be extubated and another tube inserted to secure his airway.